Event description:
It was reported that the patient presented in hospital for a routine generator change. It was noted that a chest x-ray was performed and revealed externalization of conductors on the right ventricular (rv) riata lead. Defibrillation testing (dft) was performed, and all the rv lead numbers were normal with normal function. No intervention was performed. The rv lead remained implanted and active. The patient was stable.

Event description:
New information received notes the high voltage (hv) lead impedance was high. The patient was being monitored. There were no changes made or reported consequences.